Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID# mc1vr01-delsys. Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. The delivery system stability member was kinked/buckled. Blood was observed on the outer shaft of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. The inner shaft is kink/buckled at 3 cm from the distal end of the recapture cone. The outer shaft is kink/buckled at 4.9 cm from the distal end of the delivery system. There is blood on the outer shaft located at the distal end of the stability member. The proximal end of the stability member is kink/buckled. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys/expiration date: 28-jun-2020/serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? Yes, return date: 13-may-2019. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 05-feb-2019. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) a perforation of the right ventricle apex occurred. The leadless ipg and delivery system were removed. It was noted that a sternotomy was performed. A replacement transvenous system was implanted twelve days later. No further patient complications have been reported as a result of this event.